Event description:
It was reported that the catheter tip was broken. During unpacking for an angioplasty procedure, it was noted that the tip of the runway guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Returned product consisted runway catheter inside an opened shelf box and a sealed inner packaging pouch. The shelf box was creased at the proximal end of the box. The tip was still attached to the catheter and was not damaged. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter tip was broken. During unpacking for an angioplasty procedure, it was noted that the tip of the runway guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.